Event description:
Some small pieces of the broach handle fall off, after the breakage of the spring positioner. The fact was noticed by someone in the op-room and the pieces did not fall into the patient wound. Reference manufacturer report number 3005180920-2013-00114.